Event description:
It was reported that on (B)(6) 2010, the patient underwent a promus stenting procedure in the right posterior descending artery with one 2.5 x 18 mm stent and in the mid right coronary artery (mrca) with one 3.0 x 18 mm stent. On (B)(6) 2011, the patient underwent a routine coronary angiography which revealed a 75% restenosis in the mrca. There was no reported revascularization or treatment performed. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There were no reported product deficiencies. The reported patient effect of stenosis/restenosis is listed in the promus instructions for use as a known adverse effect. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.